Event description:
The regional manager for steris at the user facility reported that the user facility stated to her that employees reported an "oily" smell coming from their v-pro sterilizer causing them headaches and bloody noses.no medical treatment was sought but 1 of the employees drank water, the other employee went to the restroom to attend to her bloody nose. The employees have no sustaining injuries and no procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating properly; no issues were noted and the reported event could not be duplicated. The unit is under steris service contract and was last serviced on (B)(4) 2012. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects. These issues do not affect the sterilization of instruments processed in the sterilizer.